Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 224 mg/dl. Customer declined troubleshooting with tandem technical support. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.